Manufacturer narrative:
A cardioquip customer identified discolored internal tubing within their device and requested an internal water pathway replacement due to the potential contamination. Bacterial contamination within the device was confirmed through hpc testing. The device was then returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
The customer reports that the device has discolored internal tubing and would like to have a internal water pathway replacement performed on the device.